Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in 2013, bleeding menstrual heavy and fatigue. Concurrent conditions included weight normal, shortness of breath, hypersomnia, sleep apnea, cough, extrinsic asthma, menometrorrhagia and postmenopausal bleeding. Concomitant products included fluoxetine hydrochloride (prozac) from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced fatigue ("fatigue"). In march 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ migraines/headaches"), mood swings ("hormonal changes ¿ mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, mood swings, fatigue, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 115 lbs. Removal date as per previous fu: (B)(6) 2015 and insertion date as per pfs: (B)(6) 2013. There were 3 coils on the right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: result: (as per pfs): total bilateral occlusion. (As per mr): findings: scout film of the pelvis demonstrates a linear intratubular occlusion devices.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number was added. Concomitant and historical conditions were added. Lab data and reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: other"), migraine ("migraine") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, hormone level abnormal, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, allergy: other, migraine, hormonal changes, fatigue, weight gain. Patient date of birth added. Lab data added. Essure removal date was added. Essure insertion date was updated. Reporter causality comment was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida in 2013, bleeding menstrual heavy and fatigue. Concurrent conditions included weight normal, shortness of breath, hypersomnia, sleep apnea, cough, extrinsic asthma, menometrorrhagia and postmenopausal bleeding. Concomitant products included fluoxetine hydrochloride (prozac) from 2014 to 2018. On (B)(6) -2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ migraines/headaches"), mood swings ("hormonal changes ¿ mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, mood swings, fatigue, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 115 lbs. Removal date as per previous fu: (B)(6) 2015 and insertion date as per pfs: 04-jan-2013. There were 3 coils on the right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: result: (as per pfs): total bilateral occlusion. (As per mr): findings: scout film of the pelvis demonstrates a linear intratubular occlusion devices.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: a47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida in 2013, bleeding menstrual heavy and fatigue. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included weight normal, shortness of breath, hypersomnia, sleep apnea, cough, extrinsic asthma, menometrorrhagia and postmenopausal bleeding. Concomitant products included fluoxetine hydrochloride (prozac) from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine/ migraines/headaches") and mood swings ("hormonal changes mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, mood swings, fatigue and weight increased had resolved and the abdominal pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 115 lbs. Removal date as per previous fu: on (B)(6) 2015 and insertion date as per pfs: on (B)(6) 2013. There were 3 coils on the right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: result: (as per pfs): total bilateral occlusion. (As per mr): findings: scout film of the pelvis demonstrates a linear intratubular occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: plaintiff fact sheet received. Outcome of event pelvic pain, fatigue, migraine, weight increased, mood swings, dyspareunia, dysmenorrhoea, menorrhagia, vaginal haemorrhage were updated. Onset date of event pelvic pain was updated. Historical drug reporter information added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. A47948), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gravida in 2013, bleeding menstrual heavy and fatigue. Previously administered products included, for an unreported indication: oral contraceptive. Concurrent conditions included: weight normal, shortness of breath, hypersomnia, sleep apnea, cough, extrinsic asthma, menometrorrhagia and postmenopausal bleeding. Concomitant products included: fluoxetine hydrochloride (prozac) from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine/migraines/headaches") and mood swings ("hormonal changes mood swings"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, mood swings, fatigue and weight increased had resolved. And the abdominal pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 115 lbs. Removal date as per previous fu: (B)(6) 2015. And insertion date as per pfs: (B)(6) 2013. There were 3 coils on the right and left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, total bilateral occlusion; on (B)(6) 2014, result: (as per pfs): total bilateral occlusion. (As per mr): findings: scout film of the pelvis demonstrates a linear intratubular occlusion devices. Lot number#: a47948, manufacture date: 2012-09, expiration date: 2015-09. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included weight normal. Concomitant products included fluoxetine hydrochloride (prozac) from 2014 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ migraines/headaches"), mood swings ("hormonal changes ¿ mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, mood swings, fatigue, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. New events added: abnormal bleeding (vaginal), menorrhagia. Previously added hormonal changes updated to mood swings. Lab data as was updated. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.